Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test and the dn (distribution node) to rear therapy electrode cable was pulled from strain relief. Upon investigation, there was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the broken joint was the pulled cable. The cause of the test failure and the non-functional therapy electrodes was the broken solder connection. The root cause of the pulled cables was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/15/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that the belt had a damaged cable.